Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 1 year. Device evaluation the evaluation of the returned device confirmed the presence of pump thrombosis. Upon disassembly of vad-18748, a red thrombus formation was found adhered around the inlet bearing ball. The thrombus showed darker areas of denaturation and also appeared to have formed in laminated layers, indicating that the thrombus developed on the inlet bearings over an undetermined amount of time while the pump was supporting the patient. In addition, a flat red thrombus formation was found adhered to the rotor body. The darker areas of denaturation on the thrombus indicate that it was present while the pump was supporting the patient. The non-laminated structure of the thrombus suggests that it did not originate on the rotor and initially developed in another location. Although its origin could not be conclusively determined, the thrombus showed a similar color and texture to the inlet bearing thrombus, suggesting that it may have potentially broken off from the thrombus formation found in that location. The evaluation could not determine a specific cause for the development of the observed thrombus formations or a duration of time for which they were present in the device; however, their partial obstruction of the blood flow path could have contributed to the reported signs of hemolysis. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during a routine clinic visit, the patient's lactate dehydrogenase (ldh) was found to be elevated to 1154 u/l. The patient was sent to the emergency room and and repeat labs revealed the ldh was 1606 u/l and was inr 2.8. The patient was passing dark brown colored urine. The patient was started on integrilin and heparin infusions with continued rise in ldh level and passing dark urine. The patient underwent a pump exchange on (B)(6)2017. No further information was provided.